Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that user's cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. A review of the dms data reveled that user's calibrations were not visible. Based on the escalation analysis the sensor had deviated from normal behavior, a sensor replacement was approved, and an RMA was issued for further investigation. The RMA was authorized for the return of sensor for further investigation.upon receipt, a visual inspection was performed, and no anomalies were observed. Functional testing of the sensor revealed diminished sensor performance on the short end. A review of the in-vivo data also showed declining values on the short end region. This pattern is indicative of hydrogel oxidation. This area was de-weighted by the system and was not contributing as much as the other regions to the sensor glucose. In an associated case (MFR#3009862700-2025-00057) where user reported infection at insertion site.the user was also using doxycycline to treat their infection (starting on (B)(6) 2024, ended on (B)(6) 2025) which can potentially interfere with the performance of the system, per eversense 365 user guide.it is likely that the system did not recover from the infection. B4. Date of this report 17 april 2025. G3. Date received by the manufacturer? 17 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On january 19, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.